Event description:
It was reported that ventricular lead had undefined impedance and a rise in threshold. Under fluoroscopy, the lead looked "ok" and no fracture was found. A few days later, the lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and the wirebond was loose/detached.

Event description:
It was reported that ventricular lead had undefined impedance and a rise in threshold. Under flurorscopy, the lead looked "ok" and no fracture was found. A few days later, the lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular lead had undefined impedance and a rise in threshold. Under fluoroscopy, the lead looked "ok" and no fracture was found. A few days later, the lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) product performance information was received, analyzed, and high ventricular impedance/resistance was noted. High (out of range) impedance on ventricular lead occurred on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).